Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that he experienced high blood glucose from 400 to 504 mg/dl since (B)(6) 2015. The customer stated he tried to bolus and found that the buttons on the insulin pump were not responding. The customer stated he changed the entire set and battery and insulin would come out when disconnected from the site but blood glucose was not going down. He treated with manual injection. Blood glucose at the time of the call was 344 mg/dl. No issues found during troubleshooting and the insulin pump passed the high pressure test. Customer was advised to change the entire infusion set and reservoir and refer to the doctor to confirm settings since they made changed recently.

Manufacturer narrative:
All of the buttons functioned properly. No damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was programmed with the correct date and time and monitored with a 1 unit per hour basal rate for 7 days. Several boluses were also programmed and delivered. The insulin pump properly delivered and recorded all basal profiles and boluses and the units left at the display matched properly to the reservoir. No basal or bolus history anomalies were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.